Event description:
It was reported that the patient was found dead at home on (B)(6) 2022, and the cause of death was determined to be cardiovascular disease by a medical examiner. There was no autopsy done and the pump would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event and patient outcome could not be conclusively established through this evaluation. Hm3 lvas, serial number (B)(4) was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.